Event description:
Received an electronic report from a hemodialysis user facility who has reported that the twister line had a separation. The facility has been contacted for additional information. It was learned that for this event, the separation occurred 3 hours into the dialysis treatment. The staff had noticed some blood under the machine and they then detected that the venous line had separated from the twister device. No blood was returned to this patient. It was estimated that a 300 ml loss of blood occurred from this event to this patient. The treatment was restarted and completed as prescribed without any further incidence to this patient. There was no report of ill effect or any medical intervention that resulted to this patient from this event. There is a companion sample available for evaluation. The patient was discharged to home when the dialysis treatment was completed.